Manufacturer narrative:
Information in this report was previously submitted via resp. Psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified fold creases, curved opening, and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified a curved sharp opening on the patch assessed as unidentified tear opening. No shell thickness due to the opening in the patch. Even though the opening cross the dip coat, the dip coat was reviewed and it is within specification.

Event description:
Healthcare professional reported a left side "deflation" of a gel device. Device has been explanted.